Manufacturer narrative:
The suspect device is expected to be returned to olympus for further evaluation and testing. The customer provided their cleaning, disinfection, and sterilization process. The scopes are pre-cleaned by aspirating water through the instrument/suction channel. The air/water channel, the auxiliary channel, and the forceps elevator wire channel are also flushed. No detergent is used for pre-cleaning. The instrument/suction channel, the suction cylinder, the instrument channel port, and the distal end/ areas around elevator are manually cleaned with a novaclean brush, and an infineed health brosec 030 brush using salvanios premium detergent. The scopes are manually disinfected. The automated endoscope reprocessor (aer) used is a medivator, utilizing intercept plus detergent and rapicide disinfectant. The scopes are stored in a simple cabinet (no drying function). Olympus is the maintenance company for the scope. The scopes are not sterilized. The aer was also tested for microbiological contamination; however, the test results were not provided. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus that during routine testing, the endoscope tested positive for microbial contamination. All channels were sampled and tested positive for greater than 100 colony forming units (cfus) of pseudomonas aeruginosa. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the air/water cylinder was scratched and the universal cord had a wrinkle. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.